Event description:
A fenestrated bipolar forceps instrument was returned intuitive surgical, inc. (Isi) without any information. Isi has made multiple attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were exposed. The conductor cable was not fully broken. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument failed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material. .